Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There are two sets of setscrew marks on the is-1 pin. Both set of setscrew marks on the is-1 pin are too proximal; the lead was not fully inserted into the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and high rate non-sustained episodes. During isometrics, the impedance measurements were varying and included high levels. R-waves diminished over time. The physician strongly suspected the beginning of a lead fracture. Detections and alerts were disabled and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.